Event description:
The ge oec 9800 fluoroscopy system image quality that was not within specification.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective single board computer (sbc). The sbc was removed and replaced as well as the requisite components per procedure. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.